Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that their pacemaker had to be replaced because the battery was going dead and express that it was supposed to last ten years. No patient complications have been reported as a result of this event.